Event description:
On (B)(6) 2014, cormatrix cardiovascular rec'd details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that on (B)(6) 2014, a (B)(6) old male pt had a carotid endarterectomy angioplasty with cormatrix for carotid repair. On (B)(6) 2014, the pt returned to the ER due to a hematoma found over the repair site. Emergent secondary surgery was performed and the patch was removed and replaced with a vein graft. The pt was transfused with 4 units of red blood cells and was discharged in stable condition. The surgeon reported that a hole was discovered at the suture site.